Manufacturer narrative:
The reported events were lead dislodgement, inappropriate capture, operation issue and far r oversensing. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood. Visual inspections, x-ray examination and electrical testing found no conductor fractures or internal shorts and found no any other anomalies.

Event description:
Related manufacturer reference number: (B)(4). It was reported, that the patient presented to the clinic for a scheduled follow up. Interrogation of the patient¿s pacemaker showed, the right atrial (ra) lead exhibiting far r oversensing. And ventricular capture, due to the ra lead dislodgement. The physician attempted to reposition the ra lead, but was unsuccessful. The ra lead was explanted and replaced. During a clinic follow up post procedure, the newly implanted ra lead was found dislodged via chest x-ray imaging. No intervention has been performed. The patient was in a stable condition throughout.